Manufacturer narrative:
Concomitant: 439878 lead, implanted (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the left ventricular (lv) lead had elevated capture thresholds. It was also noted that the cardiac resynchronization therapy defibrillator (crt-d) battery was depleting faster than expected. Reprogramming was done to optimize battery longevity. The device and lead remain in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.